Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding and limb ischemia are known risks associated with impella support as described in the instructions for use.

Event description:
An impella cp was placed via the femoral artery access to support the 77 year old female patient. She had been admitted in for an electrophysiology study, of an ablation. The patient had a history of an ejection fraction of 30%, cardiomyopathy, osteoporosis, and underlying ventricular tachycardia (vt) despite the placement of an aicd. The vt was sustained in the ablation study and CPR was ongoing, which prompted the team to place the cp pump for hemodynamic support. The cp pump site developed a hematoma after the ablation which could not be controlled by manual pressure, and so the perclose was deployed but, the suture snapped and hemostasis failed. The patient had the hemoglobin drop from 14g/dl to 8g/dl and so the team infused 7 units of blood, unit of platelets, and 3 units of fresh frozen plasma. The patient went to the operating suite to achieve hemostasis, via vascular repair. Post operatively there was no pulse to the cp accessed limb. The surgeon would re-assess the ischemic limb at a later point in the patient's hospitalization. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding and limb ischemia are known risks associated with impella support as described in the instructions for use.